Manufacturer narrative:
The device ro14035 has been inspected for investigation purpose. The tests performed confirmed that some hydraulic fluid was on the inside. No leak detected during control of the system.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the hydraulic stabilisation system was non-functional. There was no patient involvement reported.